Event description:
It was reported that removal difficulties and break occurred. A severely stenosed lesion was located in a severely tortuous and severely calcified ostium right coronary artery (rca). A 4.50 x 24 mm synergy megatron stent balloon and wolverine coronary cutting balloon were selected for percutaneous coronary intervention (pci) procedure. The target lesion was pre-dilated with a wolverine coronary cutting balloon. During removal, the balloon could not be pulled out. The balloon detached when a force was exerted to remove the device. The device removed and the synergy stent was deployed to treat the target lesion. However, when attempting to retract the balloon, significant resistance was encountered, making its removal problematic. The operator had to exert considerable force in an attempt to extract the balloon, which unfortunately resulted in the shaft was broken. The device removed with guidewire and the procedure was completed successfully, and there were no patient complications reported.